Manufacturer narrative:
Qn #(B)(4). The customer returned one introducer needle and lidstock for analysis. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough and uniform. Functional inspection could not be performed due to the damage to the needle hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states the following: "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed , and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. Further investigation of this issue is being performed under a CAPA. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the hub came loose from the needle. There was no patient harm. The subclavian vein was punctured. The puncture was difficult and the needle broke apart under the puncture attempt. A new set was opened for use. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the hub came loose from the needle. There was no patient harm. The subclavian vein was punctured. The puncture was difficult and the needle broke apart under the puncture attempt. A new set was opened for use. The patient's condition is reported as fine.